Manufacturer narrative:
Concomitant medical products: 419688, lead, implanted: (B)(6) 2015. C4tr01, crtp, implanted: (B)(6) 2015. 4092-52, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial lead was implanted and capped during open valve replacement surgery and it was to be activated at a later date. The patient passed away one day post implant. Cause of death was requested but unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died following a complication of open heart surgery and they were high risk prior to surgery.